Event description:
Procedure type: lap chole. According to the reporter: after the first firing he found that the jaw of an instrument did not open completely and could not continue to be used. The instrument had to be cut off the tissue. Operative time was not extended by more than thirty minutes.

Manufacturer narrative:
(B)(4).